Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, situation: scientific dna research involving the blood collection from wild dartmoor hill ponies; blood samples taken by an experienced veterinary surgeon. Method: the wild ponies are rounded up from the moor, contained then individually placed in a ¿crush¿ to enable the blood collection. Note: type of cannula and holder unknown. Complaint: significant number of no or low blood draws; draw issues were experienced across 2 batches, I¿ve only been able to identify one of the batches (details in table below). Impact: the animals are wild, not used to handling, experiencing extreme stress when placed in the crush. In the event of blood draw failure, to reduce the risk of injury to either the vet or the pony, the animal is released from the crush (losing the opportunity to obtain a blood dna sample). Samples: samples of tubes with low or no draw were not retained.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, situation: scientific dna research involving the blood collection from wild dartmoor hill ponies; blood samples taken by an experienced veterinary surgeon. Method: the wild ponies are rounded up from the moor, contained then individually placed in a ¿crush¿ to enable the blood collection. Note: type of cannula and holder unknown. Complaint: significant number of no or low blood draws; draw issues were experienced across 2 batches, I¿ve only been able to identify one of the batches (details in table below). Impact: the animals are wild, not used to handling, experiencing extreme stress when placed in the crush. In the event of blood draw failure, to reduce the risk of injury to either the vet or the pony, the animal is released from the crush (losing the opportunity to obtain a blood dna sample). Samples: samples of tubes with low or no draw were not retained.